Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing leaked at the y junction near the patient's insertion site. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing leaked blood at the y junction while connected to a patient. Both blue clamps were clamped and the piv was saline locked. Blood started backing up into the tubing but not past the clamped blue clamps and the rn checked the connection to the IV and it was secure. The rn left the room to obtain ivf and when she returned blood had backed up past the blue clamps and was leaking out the y site. This happened within 30 minutes of the IV placement. The tubing linking was replaced and it didn't happen with the new linking.

Manufacturer narrative:
The customer¿s report of leaking at the y-junction was confirmed. Visual inspection of the set showed the distal portion of the set below the slide clamps was filled with blood. There were no other anomalies observed. Functional testing confirmed leaking at the proximal end of one arm of the 3-way y-connector at its engagement to the tubing. The root cause was identified as a sink condition in the 3-way y-connector in combination with a failure in the inspection process.

Event description:
The customer reported that the tubing leaked blood at the y junction while connected to a patient. Both blue clamps were clamped and the piv was saline locked. Blood started backing up into the tubing but not past the clamped blue clamps and the rn checked the connection to the IV and it was secure. The rn left the room to obtain ivf and when she returned blood had backed up past the blue clamps and was leaking out the y site. This happened within 30 minutes of the IV placement. The tubing linking was replaced and it didn't happen with the new linking. There was no patient harm.